Event description:
It was reported to 3m that the patient was undergoing an endometrial ablation procedure when the diathermy unit (manufactured by erbe) stopped cauterizing after approximately 5 minutes of surgery. Trouble shooting began with equipment checks and the erbe diathermy machine was exchanged for a valleylab unit. Because there was still a problem after the equipment change, the electrosurgical pad was checked. It was reported that the pad had lifted and the surfaces of the pad were stuck together but that there were no alarms. When the pad was checked it was noted that the pad was still adhered to the patient, but a 5 cm x 6 cm third degree burn was observed under the area where the patient pad had been placed on the patient (upper left thigh). The pad had lifted and surfaces of the pad were stuck together. It was reported that the burn was treated by primary excision and closure. It was reported that an irrigation/distention solution (1.5% glycene) was used during the surgical procedure. 3m's instructions for use for this electrosurgical patient pad states "avoid the use of electrolytic solutions (e.g. Saline) as irrigation or distention fluids. Use of an electrolytic solution will increase the power required to obtain the desired electrosurgical effect at the active electrode." It is unclear at this time at what stage the burn occurred; whether before orafter the change in diathermy equipment (from erbe to valleylab unit). It was reported that the pad was checked only after the diathermy unit was changed and problems were still occurring, which is contrary to 3m's labeling. 3m's instructions state "if higher than normal power settings are requested, a problem may exist. Immediately inspect and insure pad-to-skin contact. If the pad is not in good contact with skin, repeat application process using a new pad. Inspect the cords, cables, clamps and connectors to insure connection to the pad or electrosurgical unit (esu). Last, inspect the active electrode or esu for proper function."